Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen was intermittently unresponsive, and alerts were not displaying as intended. Reportedly, the pump would vibrate as expected when an alert occurred, however, the alert would not be displayed on the pump. Customer's blood glucose level was 100-160 mg/dl. The reported issues were not occurring at the time of the report with tandem technical support.